Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # m55094. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the device eventually open? No. If yes, was the reverse button used or the manual override? If the device did not open, how the device removed from the tissue? They tried it sometime, and then it was possible to open. How was the case completed? With a new device. The analysis found that one pce45a device was returned for analysis with an ecr45g cartridge loaded on the device unfired and in good visual conditions. The device was returned with a non-working firing mechanism. The device closed and opened properly during testing. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device opened and closed without any difficulties noted.

Event description:
It was reported that during a vats lobectomy procedure, after stapling of the lung tissue, not possible to release. Unknown how case was completed. There were no adverse consequences for the patient.